Event description:
Patient scheduled for aquablation. Staff member gave me a disposable storz bipolar loop that he stated "bent" during the procedure, a new one was opened which worked. I spoke with dr. (B)(6) who stated that when he tried to resect he noticed the loop was getting caught in the cysto sheath. He took it out of patient and tried a new sheath but noticed that the loop was bent. He then replaced the loop and procedure went on without any problems. On his second case, he encountered the same problem before using it on the patient. He replaced the loop once again and it worked with no issues. Ref report# mw5159065.